Event description:
A report was received from health canada's canada vigilance program which states, "arsenic infusion initiated at 1440. Rn noted that infusion was running visibly fast. Assessed infusion rate, no change. Colleague brought for help, channel changed and rate was observably slower. At 1510 a different colleague alerted rn that pt had a headache and that arsenic bag was nearly empty. Channel paused, bag appeared 1/3 full. Infusion intended to take two hours. Patient vitals stable. Brain and channel changed to a different one, rate observably normal and stayed normal with monitoring for remainder of infusion."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "arsenic infusion initiated at 1440. Rn noted that infusion was running visibly fast. Assessed infusion rate, no change. Colleague brought for help, channel changed and rate was observably slower. At 1510 a different colleague alerted rn that pt had a headache and that arsenic bag was nearly empty. Channel paused, bag appeared 1/3 full. Infusion intended to take two hours. Patient vitals stable. Brain and channel changed to a different one, rate observably normal and stayed normal with monitoring for remainder of infusion."